Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occured in the united states. It was reported that patient faced an event on (B)(6) 2025 where the patient accidentally left the blue needle guard on during deployment.the event occurred within last 2-3 weeks. Patient replaced infusion set and resumed insulin deliveries successfully. . No further information was available.